Event description:
The product was used during a bullectomy prodedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.